Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon used the echelon long 60 device to resect the stomach. He encountered difficulty firing the first green reload on the stomach. The surgeon waited fifteen seconds as required and completed the firing sequence. For the second firing he requested a gold reload. Upon completion of the firing sequence the surgeon noticed a serosa tear lateral to the staple line and some serosa left-over's hanging out of the staple line. A few staples also seemed to have not been formed properly. The surgeon sewed the tear and requested another device. He was given another echelon and another gold reload. When the third firing produced the same results he asked for long60a and finished the resection using three blue reloads. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)94). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: upon firing the first green reload, the surgeon experienced difficulty during the firing sequence, but did not notice anything out of the ordinary in the tissue. He continued to the second firing and requested a yellow reload. Again, he noticed a difficulty during the firing sequence. He examined the staple line as there seemed to be some bleeding, and discovered an opening within the staple line. The opening required suturing in order to avoid post operative leakage. The surgeon attributed the tear to the device mal performance and requested another device. He was given ec60 and continued to the third firing. He requested a yellow reload. Upon closing the jaws on the stomach tissue, the surgeon noticed tissue milkage at the distal end. He also attributed this to a device mal performance and without completing the firing sequence requested longa (articulated device). This time, while using a blue reload the surgeon was able to complete the procedure without difficulty.